Event description:
It was reported that the shim was missing the ball bearings. Issue found during processing, not during a procedure. No patient involvement.

Manufacturer narrative:
(B)(4). Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Performed a visual inspection of the returned item and found it to exhibit signs of repeated use and have both of 3 components disassembled / missing. The components were not returned. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Supplier DHR¿s were reviewed for deviations and/or anomalies with no deviations or non-conformance's found. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.